Event description:
Across every single device I have used--both standard and plus versions--I have encountered the following recurrent issues within 3 to 5 days of activation: 1. Inaccurate glucose readings: sensor readings are consistently 30 to 80 mg/dl off when compared to simultaneous fingerstick results, even when sensors are properly calibrated and applied per instructions. 2. False hypoglycemia alarms: the device frequently triggers urgent low glucose alarms¿often below 55 mg/dl--that wake me from sleep or disrupt daily activities. However, upon immediate fingerstick confirmation, my actual glucose levels are well within the normal or even elevated range. These alarms are inaccurate 100% of the time in my experience. 3. Unreliable performance and abrupt failures: these issues persist across multiple sensors, and abbott's only resolution has been to offer replacements--devices that exhibit the same unsafe malfunctions. There has been no investigation, escalation, or meaningful resolution offered by the company despite repeated reports. This is not an isolated incident. The pattern is consistent, predictable, and dangerous. False hypoglycemia alerts can prompt inappropriate glucose intake, cause significant emotional distress, disturb sleep, and may contribute to poor glycemic control over time. The impact on patient safety and mental health is substantial and unacceptable. I am reporting a serious and recurring safety issue involving abbott's freestyle libre 3 and freestyle libre 3 plus continuous glucose monitoring systems. These devices are consistently delivering dangerously inaccurate glucose readings that have the potential to cause serious harm. Across multiple sensors, I have observed a consistent pattern: readings displayed by the sensor in the range of 54 mg/dl to 100 mg/dl have matched to actual blood glucose values between 96 mg/dl and 138 mg/dl when confirmed via fingerstick testing. These discrepancies persist despite proper sensor placement and adherence to all manufacturer guidelines. This is not user error. I am a healthcare professional with a strong understanding of medical devices and their operation. I am of normal body weight, follow all instructions for use, and am fully capable of operating a cgm (continuous glucose monitoring) system correctly. These dangerous inaccuracies occur reliably across both the libre 3 and 3 plus, typically within 3¿5 days of sensor activation. Reference report #:mw5170242.